Manufacturer narrative:
Lead was explanted on (B)(6) 2021 and a fracture was noted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There is what appears to be noise in vf recordings transmitted to home monitoring. Patient received one inappropriate shock as a consequence of the noise. No noise or out of range measurements were producible during postural and isometric testing in office. Lead remains implanted. Should additional information become available, it will be added to this file.